Event description:
A surgeon reported that the vitrectomy probe cutting performance was poor during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received and in-house testing is in progress. (B)(4).